Event description:
Procedure: lap cholecystectomy. Reportedly, the distal tip of the bag ruptured upon extraction of specimen. There were no reported adverse effects to the patient.

Manufacturer narrative:
During routine review this report was reevaluated. At that time, the decision was made to file a report based on the information received.